Manufacturer narrative:
Mayfield modified skull clamp ((B)(4)) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock are worn. Unit had the heli coil in the ratchet extension replaced due to it coming out. Unit was machined to have heli-coils added to large starburst threads. Root cause the reported complaint was confirmed from the evaluation. Evaluation showed that the lock had both rotational and lateral movement and a residue buildup is present. Other part of the device was worn. The unit needs repair, and replacement of worn and damaged parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp ((B)(4)) needs new springs and spacers. It is unknown if there was patient involvement; however, no injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the lock had movement.